Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: was the site of the intercostal bleeding at any of the access or port incisions? No. What brand of slr was used in this procedure? Ech60r. Was it ethicon slr? Yes, ech60r was used in this procedure. It was possible that the overlap point of the 1st staple line with slr and 2nd staple line with slr was scratched the chest wall and damaged the intercostal artery. Why was fibrin glue applied to the slr when the bleeding was described as coming from the intercostal artery? To prevent damaging the artery again. Where exactly was the slr applied, to which staple line? It was possible that the overlap point of the 1st staple line with slr and 2nd staple line, but it was not assured. The organic lung tissue was solid and fibrotic. And dr said the staple line was overlapped and solid. In the initial procedure, no bleeding and no leak occurred, and no defect of staple form." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after a right lower lobectomy, 2.5 hours after, bloody drainage was 50ml, 30 minutes after that bloody drainage was 300 ml, and surgeon determined to be postoperative bleeding. The patient was in pre-shock, and emergency open procedure was performed to hemostasis. There was 1700g ecchymoma in the chest, intercostal artery was damaged where the slr was touched, and arterial bleeding has been occurred. The intercostal artery was ligated, ¿taco-seal¿ was used, and free pericardial fat was used as sealant. The free pericardial fat was sewed, taco-seal, neoveil, fibrin glue was used on the slr to complete. The patient started to have a meal, and still hospitalized. The operation video was checked, but the staple was not malformed. The initial operation was right lower lobectomy, and it was performed on impaired pulmonary function, lung cancer patient. The patient had severe copd; the tissue was fibrosis. The slr was used and echelon with 5 black cartridge was used. The operation time was 43minutes and bleeding amount was under 5ml. The device functioned as usual. There was some part that staples and the slr were overlapping. The surplus slr was cut by the scissor as usual. After the operation, for about 2hours there was no drainage. The surgeon has been used slr for 1 year. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/14/2023. Additional information was requested, and the following was obtained: what does the surgeon believe created the scratching? => dr believed the slr. Did they confirm the site of bleed? => intercostal artery. Intercostal artery was in the area where the slr touched. Was it confirmed to be intercostal artery? =>yes. Does the surgeon believe the slr or staple line may have caused or contributed to the bleeding? If so, how? => dr believed that the slr may have caused to the bleeding. What side of the buttress is exposed to the cut line? => the outer row of staples. The buttress was used as usual. Was the cut line from the knife exposed to the artery? Or was it the outer row of staples, or the nature side that doesn¿t get cut with the knife exposed to the artery? => the outor row staples was seemed to be exposed to the artery."